Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no patient infection. The automatic endoscope reprocessor (aer) was cultured/tested, however the results were not available. The air/water channel, auxiliary channel, balloon channel, and forceps elevator channel were flushed. The scope was precleaned with franklab ddn 9 detergent. There was an aspiration of water through the instrument/suction channel as well. The instrument/suction channel, suction cylinder, balloon channel, and instrument channel port and distal end/areas around the elevator were manually cleaned with aniosyme 5 synergy detergent and asept inmed (reference #(B)(4)) and olympus brushes. The scope was not manually disinfected. The aer used was a soluscope 4 along with soluscope cln detergent and soluscope paa disinfectant. The scope was stored horizontally. The maintenance of the scope was performed by olympus. The scope was not sterilized. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, a routine microbiological culture was performed on the evis exera ii ultrasound gastrovideoscope. The channel tested positive for two (2) colony forming units (cfus) of sphingomonas paucimobilis and alloiococcus otitis. The forceps elevator tested positive for three (3) cfus of sphingomonas paucimobilis and alloiococcus otitis. There was no contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was evaluated where it was found that there were scratches inside the air/water and suction cylinders and mount, the probe surface was damaged & other wear and tear elements were present. The additional country testing results did not conform with 10 colony forming units found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that reprocessing was insufficient due to physical damage to the device. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "¦chapter 6 compatible reprocessing methods and chemical agents. ¦chapter 7 cleaning, disinfection, and sterilization procedures". Olympus will continue to monitor the field performance of this device.